Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose pf over 500 mg/dl. Customer's blood glucose level was 584 mg/dl at the time of incident. Customer reported that they visited to emergency room. Customer was treated with insulin drip at hospital. Customer did not allege insulin pump for the under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they treated with insulin pump and manually. Drive support cap appeared normal. Customer declined to check the insulin pump setting. Insulin pump will not be returned for analysis.